Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Based on the photo evidence, the event description can be confirmed. Scissoring of a clip occurs when the device jaws get out of alignment with each other resulting in the clip legs being offset rather than being in alignment. Jaw misalignment can be caused by external rotational, downward, and/or side forces being applied to the jaws during firing. Additionally, if the jaws are clamped over a hard object such as another clip or clip leg the jaws can become misaligned or yielded either temporarily or permanently, causing a malformed clip and possible a clip loading issue. Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke. The photos do not provide enough evidence to determine root cause.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip was slightly unformed when the jaws were clamped on the blood vessel and fired. When the device was fired out of the patient, the clip was formed properly. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient

Manufacturer narrative:
(B)(4). Batch # n91l1f. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.